Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be a main board failure; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, twice the device exhibited alarm error 1144. The batteries were removed and replaced, and the pump said ¿stopped¿. The settings were reviewed pump started, and it was confirmed that the pump was running. Resolution volume was 18.8ml. Per the reporter, there were no adverse patient effects.